Manufacturer narrative:
Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The end user returned the epg and 53912 cable to distributor service center. Service reports from distributor confirmed that 53912 reusable cable was defective when tested. The distributor did not return the cable to oscor for further evaluation as it was returned to the end user along with epg. The end user confirmed to the distributor that the product was scrapped and is no longer used. Because the 53912 extension cable was not returned to oscor therefore the device evaluation could not be completed and the exact cause of the product issue could not be determined. The investigation will focus on a review of product documentation and provided information. A review of the device history record for this cable could not be performed as the lot number is unknown. No patient involvement has been reported and defect was found during pre-checking /pre-testing. The reusable extension cable model has been discontinued by oscor and is no longer manufactured. The following controls are in place to mitigate the reported product issue. Review of the atar cable inspection procedure identified that inspection of the following is done per 100%: each strand of the cable is checked for the correct colored part, cable is measured and verified for overall length, cable is checked for damage and insulation voids, the inspector verifies that the silicone strain relief extends at least for a length of 2 cm outside the female connector, the strain relief is checked so that it fits the wire snugly, strain relieves are checked for damage and gaps, and pull test to verify strength of soldered joint. The cable is also 100% inspected for continuity and for proper connector function. The instructions for use (IFU)informs the user that the cable can be re-sterilized by oscor eto gas sterilization a maximum of two times. Precautions are provided to the user: do not connect any cable model to a/c power source; connection of exposed pins to a/c power source may pose a risk of serious injury or death. CAPA was completed previously to mitigate the occurrence of this failure and product was recalled under 1035166-06/01/2017-01-r. Oscor will continue to monitor this device for complaint trends and risk. Based upon this information no other actions required at this time. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this repor.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Event description:
It was reported that during pre-checking / pre-testing the external pulse generator (epg) would not deliver pacing. When checked, connection cable look fine. However, user commented that wire may be internally fractured as epg started pacing with different connection cable. There was no patient involvement reported. Lot number is not available and model number needs to be confirmed. Multiple attempts were made to obtained additional information. As of today no additional information is available.